Manufacturer narrative:
Concomitant medical devices: 5076-52, lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had intermittent undersensing and the left ventricular (lv) lead had an impedance warning due to high and undefined impedance measurement. It was noted that the patient had generalized weakness. Both leads remain in use. No further patient complications have been reported as a result of this event.